Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the display screen of the programmer did not work properly; the screen was working normally during the whole incoming inspection with no problems or anomalies observed. It was noted, however, that errors were found in the software history; new software was installed on the programmer. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer did not work properly; no additional information was available via follow-up. The programmer has been returned for repair. There was no patient involvement.